Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-apr-2024, the patient reported an event of infusion set cannula bent. The events occurred on the first day of insertion. The insertion site was at the abdomen. For the event the patient went to emergency room and was hospitalized on (B)(6) 2024 in the intensive care unit (ICU). The blood glucose level was 1500 mg/dl at the time of hospitalization and high ketones values and the patient was treated with IV insulin drip. The patient was released from hospital after one week. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.